Manufacturer narrative:
The investigation determined that a higher than expected vitros na+ result was obtained from a vitros performance verifier sample when processed on a vitros 250 chemistry system. The investigation determined the most likely assignable cause of the lower than expected na+ results is user error. It was determined that the customer loaded a vitros electrolyte reference fluid (erf) lot which was not the erf lot used during the vitros na+ calibration event in use. In the ¿when to calibrate¿ section of the vitros na+ instructions for use (IFU) the customer is instructed to calibrate na+ whenever the vitros reference fluid lot number changes. After calibrating vitros na+ lot 4210-0970-1783 using the new erf lot, acceptable vitros na+ quality control performance was observed. There was no evidence to suggest that the vitros na+ reagent or the vitros 250 chemistry system malfunctioned.

Event description:
A higher than expected vitros na+ result was obtained from a vitros tdm performance verifier (pv) sample (lot n5113) when processed on a vitros 250 chemistry system. The following result breached vitros na+ potential health and safety criteria: vitros pv I lot n5113 na+ result of 155.0 mmol/l versus an expected result of 120.6 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There was no allegation of patient harm due to this event. (B)(4).